Event description:
The hcp reported that the patient was experiencing "withdrawal symptoms," specific symptoms were not reported. The symptoms were noted several days after the last refill in 11/2006. No change in dose or concentration was made at the time of that refill. Treatment provided to the patient was not reported. Device troubleshooting was being considered. A follow-up report will be sent if additional information becomes available to us.